Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the bleach and universal solenoid valves for both the sample 1 (s1) probe and the aliquoter probe. The cse also inspected the drains for leaks and cracks, performed server 1 probe alignment, primed all probes, and ran a system quick check. The part replaced by the cse is part of normal troubleshooting / maintenance for issues of this nature. The system was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide and calcium patient result was obtained on a dimension vista 500 instrument. The initial results were not reported to the physician(s). For sample ID (B)(6), the same sample was repeated on the same instrument and two more times on an alternate dimension vista 500 instrument. For sample ID 10052392720, the same sample was repeated on the same instrument and again on an alternate dimension vista 500 instrument. The final repeated results for both samples were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide and calcium patient result.